Manufacturer narrative:
(B)(4). Teleflex received the device for analysis. The reported complaint of "purge failure alarm" is confirmed. The release spring inside the vent valve v1 was found stuck and that caused the reported complaint. Dried blood was found inside the vent valve v1 which caused the sticky vent valve. Blood can only enter the iabp from an iab that develops a leak; however, no iab rupture/leak was reported related to this event. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. This issue will be monitored for any developing trends.

Event description:
It was reported via a field service report: l611640 symptom: op = on patient. Purge failure and pump stuck on 2.5cc. Findings/action taken: confirmed reproduced purge failure. Replaced pneumatic control system (pcs). Could not reproduce 2.5cc problem. Replaced front end board and central processing unit (cpu) as a precaution. Performed preventative maintenance. Unit checks ok fcn level: 1416, software level: 2.24. Additional information received: call from biomedical engineer. He stated that the connections were all checked and found no issue with the intra-aortic balloon (iab) connections and helium tank connections. The patient was switched back to the hospital pump and transported with no issue. He was not sure if it was a 40cc or 50cc iab. The problem was found to be the pcs assembly. Once the pcs was replaced there was no longer an issue with the volume staying at 2.5cc.

Manufacturer narrative:
(B)(4).

Event description:
It was reported via a field service report: l611640. Symptom: op = on patient. Purge failure and pump stuck on 2.5cc. Findings/action taken: confirmed. Reproduced purge failure. Replaced pneumatic control system (pcs). Could not reproduce 2.5cc problem. Replaced front end board and central processing unit (cpu) as a precaution. Performed preventative maintenance. Unit checks ok. Fcn level: 1416, software level: 2.24. Additional information received: call from biomedical engineer. He stated that the connections were all checked and found no issue with the intra-aortic balloon (iab) connections and helium tank connections. The patient was switched back to the hospital pump and transported with no issue. He was not sure if it was a 40cc or 50cc iab. The problem was found to be the pcs assembly. Once the pcs was replaced there was no longer an issue with the volume staying at 2.5cc.